Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on acute myocardial infarction (ami) patient, a noise appeared on the bp (blood pressure) waveform and the customer was unable to monitor pressure trigger continuously. Removed catheter and discontinued therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on acute myocardial infarction (ami) patient, a noise appeared on the bp (blood pressure) waveform and the customer was unable to monitor pressure trigger continuously. Removed catheter and discontinued therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering more half of the balloon. The sheath returned was not a maquet product. The extracorporeal tubing was cut from the iab and not returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. An fiber optic break may cause no signal or the inability to calibrate it.. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion on acute myocardial infarction (ami) patient, a noise appeared on the bp (blood pressure) waveform and the customer was unable to monitor pressure trigger continuously. Removed catheter and discontinued therapy. No patient injury was reported.